Event description:
It was reported that (1) device was used during a wedge resection lung lesion. It was reported by the affiliate that during the initial firing of the tct75 instrument across the 8-10mm lesion in lower lobe lung, the device closed and compressed tissue easily. However, when fired by the surgeon, the instrument locked out. Upon further inspection, the surgeon found that partial formation of proximal staples from cartridge had occurred. A second tct75 was used to complete the case. There was no consequence to the pt.